Event description:
Home patient (hp) contact largo's technical service center (tsc) to be advised on how to end therapy early. Reportedly, hp disconnected the patient line of home patient's homechoice set from home patient's transfer set in home patient's sleep. Operational service representative (osr) instructed hp on ending treatment early and setting up with new supplies. Hp was advised to contact home patient's nurse as soon as possible. No further information is available after repeated attempts to contact both hp and hp's nurse. No patient injury or medical intervention was indicated on the service order. If additional information becomes available it will be added to the complaint file at that time.